Event description:
Arcr surgery was conducted on (B)(6) by using the device. After the surgery, the surgeon found by x-ray photos that the electrode of the device remained inside the patient¿s body. He did not notice the incident during the surgery and has no idea when and why it happened. The surgery was complete without any delay. The patient is now under observation. Removal surgery of the electrode is not planned at this point.

Manufacturer narrative:
The complaint device was not received. However, the picture provided confirms that the metal tip is broken and separated from the shaft. This tip break failure on cp90 electrodes was investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. However, without physically examining the device, this root cause for the event cannot be confirmed. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. A review into the complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. The observed complaint rate is (B)(4) and is well below the expected rate of (B)(4) per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.